Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion during patient therapy. They marked the bag and monitored it but it was not infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.